Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also reservoir ring unable to lock in place. The customer¿s blood glucose level was 400 mg/dl. The customer report cosmetic damage to insulin pump. The customer¿s current blood glucose value was 363 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin received with broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.